Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4)., corrected data: b1 updated to reflect product problem.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. The samples were visually inspected under normal conditions of illumination. No defects were observed. During functional testing, the returned samples were inflated using a syringe. Leakage in cuff was detected in both samples; the complaint was confirmed. The occurrence of this failure condition could be caused not following the procedure. Awareness notification was made to production personnel to explain the importance to adherence or following in the procedure.

Event description:
The cuff does not keep the seal after inflation. The packages have been opened and these were intact. No patient injury reported.